Manufacturer narrative:
The reported complaint that "the autopulse platform (sn (B)(6)) displayed user advisory (ua) 12 (lifeband not present)" was confirmed in the archive data but was not confirmed during functional testing. The possible root cause of the reported ua12 was the band clip on the lifeband not properly engaging the safety switches in the platform's driveshaft because either there was no lifeband installed or the lifeband was improperly installed, likely attributed to user error. No physical damage was observed on the returned autopulse platform during visual inspection. A review of the archive data showed a ua12 (lifeband not present) advisory message on the reported event date, confirming the reported complaint. Further review of the archive data indicated several user advisory (ua) 45 (not at "home" position after power-on/restart), unrelated to the reported complaint. User advisory is normally a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. Per the battery hangtag - advisory codes description and action, user advisory (ua) 12 is an indication that autopulse has detected that the lifeband is not properly installed. The recommended action to take for this type of user advisory is: ensure that the band clip (underneath the device) is properly seated in the driveshaft and can freely rotate after insertion. Per the autopulse® resuscitation system model 100 user guide, if the driveshaft is not at its "home" position when the autopulse is powered on, a user advisory (ua) 45 will occur. This user advisory will persist until the driveshaft is returned to its "home" position. To clear the ua45, pull up on the lifeband until the chest bands are fully extended (thereby moving the driveshaft back to its "home" position), and then press restart. Initial functional testing failed due to the autopulse platform displaying a ua45 advisory message upon powering up, unrelated to the reported complaint. The root cause was due to the driveshaft not being in "home" position. The zoll service personnel rotated the platform's driveshaft to "home" position to remedy the fault. Subsequently, the autopulse platform was subjected to a run-in test using the large resuscitation test fixture (lrtf) for 15 minutes, the platform passed the test without any fault or error. The platform was then further tested, and the reported complaint of the ua12 error message could not be replicated. The belt switch assembly was evaluated as a possible root cause for the reported ua12; however, it was observed within the specification. Following service, the autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error.

Event description:
The customer reported that the autopulse platform (sn (B)(6)) displayed user advisory (ua) 12 (lifeband not present) during a device check. No patient involvement.